Event description:
It was reported to conmed that, "one day after surgery, the patient suffered acute abdominal pain and had a scanner in emergency. Reintervention had to be performed for local biliary peritonitis: the clip was found to have migrated 2-3 mm from the cystic duct, which had thin walls with necrosis". Conmed is being returned two devices associated with the incident. It was reported details of injury: patient required second surgery intervention: acute lithiasic cholecystitis by laparotomy. Also reported, patient outcome required a prolonged hospitalization of five (5) days.

Manufacturer narrative:
The reflex elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Two (2) 530 devices were returned for evaluation. The devices were evaluated by the manufacturing engineer and manufacturing quality engineer for this product. One device had nine (9) clips remaining in the cartridge and the other device had eighteen (18) clips in the cartridge (device is loaded with 20 clips). All of the remaining clips were fired successfully from both devices and were properly formed - verified by the engineers. The width of the jaws of each device measured at the tip (jaw gap) measured within specifications with a calibrated pin gage set. Results of the functional testing of the returned devices was unable to replicate and unable to confirm the complaint. By not fully squeezing the trigger of the clip applier device, conmed was able to demonstrate incomplete closure of the clips as experienced in the reported incident. This type of failure is mitigated by functional testing and visual inspection in manufacturing production. During production on every device, the first clip is fired and inspected for poor closure and for possible scissoring of the clip. The second clip is fired and measured to verify proper width, as well as the resulting eye gap is measured with a microscope. The dfu, directions for use, also mitigates the associated risk by instructing to , "squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possible compromise hemostasis." The dfu also cautions the end-user to, "inspect the ligation site to ensure proper application and that hemostasis has been achieved." Evaluation of the returned devices did not confirm the reported failure or device defect. Conmed was unable to replicate the reported failure mode. The probable root cause of this reported failure mode is incomplete closure of the trigger of the device, i.e., not firmly / fully squeezing the trigger. This complaint investigation has not conclusively identified any manufacturing related defects; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed.